Manufacturer narrative:
Visual inspection of the returned product confirmed that the arterial filter was connected backwards relative to the print specifications. After review of the work-flow used in the assembly of this av line, it was concluded that the loop had been attached incorrectly, which resulted in the backwards filter. There was no additional inventory of this lot available for further inspection. Follow-up communication with the customer revealed that this was the only pack that had the issue. This lot number was shipped to this facility only. This issue was caused by a manufacturing error. The individual responsible for assembling this line was identified based on the reported lot number and retraining was performed. Sorin group will continue to monitor for trends related to this type of issue.

Manufacturer narrative:
Sorin group received a report that the arterial filter was found to have been placed backwards into the line of the custom perfusion tubing set during priming. There was no patient involvement. The involved device has been returned to sorin group USA for investigation. A supplemental medwatch report will be submitted when the investigation is complete.

Event description:
Sorin group received a report that the arterial filter was found to have been placed backwards into the line of the custom perfusion tubing set during priming. There was no patient involvement.